Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A set screw mark was noted on terminal pin and ring. Electrically, the lead was found to be within specification. The lead failed the stylet insertion test as a result of the dried body fluid in the lumen. Laboratory testing did not confirm the allegation against the device.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. The physician attempted to reprogram the device and was unsuccessful. An invasive revision procedure was performed and the lv lead was explanted. No adverse patient effects were reported during this procedure.